Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head video connector was chipped, the connector was damaged, the cable was twisted, the main body connecting section was frayed, and the scope mount lock ball was frayed. The event occurred before an unspecified therapeutic procedure. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5; e1. Updated field: g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body frayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head video connector was chipped. The event occurred before an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.